Event description:
It was reported that the bed was pulled away from the wall before the power cables were disconnected. It was reported that the power connector separated from the bed and created an electrical arc.